Manufacturer narrative:
The insulin pump was received with a drive count or time values or changes incorrect for moving or coasting. Too slow or too fast and an error in the motor was detected by reading unexpected value from hall sensor alarms during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to drive count or time values or changes incorrect for moving or coasting. Too slow or too fast or an error in the motor was detected by reading unexpected value from hall sensor alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received drive count or time values or changes incorrect for moving or coasting and too slow or too fast as well as an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose level was 319 mg/dl. Customer stated that the insulin pump detected possible issue with the motor. The insulin pump will not be returned for analysis.